Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was visually inspected and appeared to have been cut and suffered severe compression damage. The lead was also kinked and discolored. The lead failed continuity testing and several channels measured open. Conclusion: the reported complaint is confirmed. As received the lead's paddle wires were broken and functional testing revealed that the lead has several open channels. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt was not receiving coverage in the desired areas. The sales rep has reprogrammed the pt on several occasions, but it did not resolve the issue. On (B)(6) 2010, the doctor replaced the device with wider a lead. The pt is currently satisfied with the stimulation and coverage.